Manufacturer narrative:
PMA/510(k) # (B)(4). Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2024. FDA MDR reporting not required: the event does not meet the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: the echo-19 device of lot c2022182 was returned open with its original packaging. With the information provided, a document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. The returned devices lab findings and observations can be referred through the attached files. On evaluation of the devices the following observations were made: distal end of needle examined, and no issue observed, stylet returned separate from device, stylet examined and no issues observed, sheath extender able to advance and retract with no difficulty, needle handle able to advance and retract with no issue, but needle does not retract, needle removed from device and proximal break below sheath extender observed. Customer attached an image of the device and it is observed opened with its original packaging place inside a plasic bag, the stylet is also observed removed from the device. Clarification was requested from the customer and received as below; could you please ask if the break was observed after the procedure prior to the device getting shipped back to cirl? Yes manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2022182 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c2022182. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and in the precautions section "the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture." There is evidence to suggest that the customer did not follow the instructions for use, as the customer did not partially remove the stylet from the device prior to puncture as per q.23 of the additional information received. Image review: an image was not returned for evaluation. Root cause review: definitive root cause was established. The user has not complied with the requirements of the IFU and/label. The failure to partially retract the stylet while advancing into target site could have put pressure on the device which likely caused to the proximal needle break which would have resulted in the failure to retract the needle. Customer confirmed that the break was observed after the procedure prior to the device getting shipped back to cirl. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the initial reporter, user opened the package and completed the first puncture while found out the needle cannot be retracted. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. The failure to partially retract the stylet while advancing into target site could have put pressure on the device which likely caused to the proximal needle break which would have resulted in the failure to retract the needle. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2024. FDA MDR reporting not required: the event does not meet the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) #: k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and completed the first puncture while found out the needle cannot be retracted. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."